Manufacturer narrative:
The c311 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant low results for 1 neonate patient sample tested for bilt3 bilirubin total gen.3 (bilt3) on a cobas 4000 c311 stand alone system. It was noted that the sample was icteric. The initial result was 0.237 mg/dl. The repeat result was < 0.150 mg/dl with a data flag. These results did not correspond to the patient¿s diagnosis of jaundice. The sample was sent to an external laboratory, where the initial result from an unspecified method was 25.71 mg/dl. The repeat result was 25.59 mg/dl. The customer performed ultracentrifugation and repeated the sample on the c311 system with a result of 25.181 mg/dl. This result was consistent with the results from the external laboratory.

Manufacturer narrative:
Calibration and qc were acceptable. The reaction kinetic data for the initial result showed close to no reaction. The expected result was obtained after ultracentrifugation. Instrument performance testing was acceptable. A general reagent issue was excluded based on the calibration and qc data. Based on the information provided, the event is consistent with pre-analytical handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The method used at the external laboratory was thermo fisher scientific (indiko analyzer).